Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the ipg was moving in the pocket. Consequently, surgical intervention was taken and the patient's physician opened the pocket site and sutured it to prevent the ipg from flipping on (B)(6) 2023.